Event description:
The pt was reportedly experiencing loss of sound. External equipment was exchanged; however, this did not resolve the issue. Testing showed that the device is not functioning normally. Surgery to explant the pt's device has been scheduled.